Event description:
Both pumps giving a high pressure alarm as soon as he changes the mix, but the alarm goes away shortly after on its own. Pt has checked the tubing for any kinks/blockage and none to be found. He's aware if it's the central line then pt needs to go to the hosp for now. Both pumps will be replaced to see if it happens again. The error occurred while in use, it did not cause any harm to the pt. We are currently working on sending out replacement devices. Dose or amount: 23nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.